Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 27mm navitor valve was implanted with no reported complications. The delivery system was removed and the position of the valve was checked with contrast media. It was observed that the navitor had migrated to into the left ventricular outflow tract (lvot); no cause was reported. Snaring of the valve was unsuccessful because during the snaring, the navitor valve migrated to into the ascending aorta. A new non-abbott valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information sections: h6, h10. An event of migration was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the navitor tavi valve instructions for use, (B)(4) "post-implantation precaution: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."